Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in november 2024. H11: twenty-three (23) unopened devices were received for evaluation. Visual inspection was performed on all the samples. The observations primarily consisted of fibers, dark spots, particulates, and cosmetic imperfections on the inlet tubing, white connectors, white spike connectors, connector caps, and packaging. Multiple samples exhibited embedded cosmetic imperfections or dark spots on the exterior surface of the inlet tubing, while other findings included fibers and particulates on packaging and connector components. Overall, the observations were isolated, and cosmetic in nature, with findings limited to external surfaces, packaging, and component interfaces, and no particulate matter identified within the product fluid path. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty six (26) exactamix non-vented high-volume inlets had particles. This was noticed before use. There was no patient involvement. No additional information is available.